Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out because the freedom driver exhibited a fault alarm once a battery was inserted and the compressor sounded like it was 'struggling to get up to speed.'

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out because the freedom driver exhibited a fault alarm once a battery was inserted and the compressor sounded like it was "struggling to get up to speed."

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being finished goods. Alarm history and patient data file review found four new alarms, two indicating primary motor failure to engage and two indicating secondary motor engagement, all likley produced during data extraction with the exception of one alarm indicating secondary motor engagement that was likely produced at time of customer complaint. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of default position. Freedom driver passed all sections of functional testing at incoming inspection. Additional testing included a power cycle test using four different batteries. Observation found no abnormalities or unusual behavior and produced no alarms. A secondary motor functional test was also performed with no abnormalities or unusual behavior found. A pull/wiggle test was performed on all cables on the primary motor circuit while driver was operating with no alarms produced and no abnormalities observed. Onboard batteries used during event were not returned and could therefore not be tested. Complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. Although inspection indicated secondary motor engagement resulting in red alarm, root cause of secondary motor engagement could not be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Freedom driver functioned as designed. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.